Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and pregnancy with contraceptive device ("post implant pregnancy") in a (B)(6) female patient who had essure (ess205) (batch no. 581531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multiparous. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2011, 4 years 7 months after insertion of essure (ess205), the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced menstrual disorder ("hormonal changes - menstrual problems"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced anaemia ("anemia") and (B)(6). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (tubal ligation on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea and alopecia had resolved and the pregnancy with contraceptive device, menstrual disorder, menorrhagia, anaemia and (B)(6) outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered alopecia, anaemia, (B)(6), dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure insertion procedure - the left and the right tubes were both visualized. The left tube was cannulated with hysteroscopic essure catheter and with 4 seen after deployment. The right tube was unable to cannulate. This placed as opposed to the left tube laterally. There was a lot of thickened endometrium which was curetted and sent to pathology. The biopsy was sent for pathology. Hysteroscopic removal of yellow mass from the endometrial cavity and the procedure was essure placement of left tube. Additional linked pregnancy cases - (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Hysterosalpingogram - on (B)(6) 2013: occluded on the left side but not on the right. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  pregnant with essure, menorrhagia and dysmenorrhea. Most recent follow-up information incorporated above includes: on 24-apr-2018: reporters, essure lot number (581531), stop date, events menstruation problems, abnormal vaginal bleeding, menorrhagia, anemia, (B)(6), dysmenorrhea and hair loss added. On 24-apr-2018: additional pregnancy cases created. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and pregnancy with contraceptive device ("post implant pregnancy") in a 31-year-old female patient who had essure (ess205) (batch no. 581531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multiparous, multi gravida and para (((B)(6) 1996, (B)(6) 2001, (B)(6) 2002, (B)(6) 2004, (B)(6) 2005, (B)(6) 2006, (B)(6) 2006,(B)(6)2015)). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2011, 4 years 7 months after insertion of essure (ess205), the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced menstrual disorder ("hormonal changes - menstrual problems"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced the first episode of anaemia ("anemia") and chlamydial infection ("chlamydia"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). On an unknown date, the patient experienced depression ("depression"), anxiety ("mental anguish") and the second episode of anaemia ("anemia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea and alopecia had resolved and the pregnancy with contraceptive device, menstrual disorder, menorrhagia, chlamydial infection, depression, anxiety and the last episode of anaemia outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered alopecia, anxiety, chlamydial infection, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, the first episode of anaemia and the second episode of anaemia to be related to essure (ess205). The reporter commented: essure insertion procedure - the left and the right tubes were both visualized. The left tube was cannulated with hysteroscopic essure catheter and with 4 seen after deployment. The right tube was unable to cannulate. This placed as opposed to the left tube laterally. There was a lot of thickened endometrium which was curetted and sent to pathology. The biopsy was sent for pathology. Hysteroscopic removal of yellow mass from the endometrial cavity and the procedure was essure placement of left tube. Additional linked pregnancy cases - (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: occluded on the left side but not on the right . Concerning the injuries reported in this case, the following ones were described in patient's medical records: pregnant with essure, menorrhagia and dysmenorrhea . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet received: historical conditions and events (psychological or psychiatric problems condition: depression and mental anguish, blood or heart disorder/condition type: anemia) were added. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 31-year-old female patient who had essure (ess205) (batch no. 581531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multiparous, multi gravida and multiparous (((B)(6) 1996, (B)(6) 2001, (B)(6) 2002, (B)(6) 2004, (B)(6) 2005, (B)(6) 2006, (B)(6) 2006, (B)(6) 2015)). Concurrent conditions included bipolar disorder. Concomitant products included iron for anemia as well as ethinylestradiol;levonorgestrel (aviane) from (B)(6) 2013. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 4 years 7 months after insertion of essure (ess205). On (B)(6) 2013, the patient experienced menstrual disorder ("hormonal changes - menstrual problems"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced anaemia ("anemia"), chlamydial infection ("chlamydia") and vaginal infection ("vaginal infection"). In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with bilateral removal of fallopian tubes. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea and alopecia had resolved and the pregnancy with contraceptive device, menstrual disorder, menorrhagia, anaemia, chlamydial infection, depression, anxiety and vaginal infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered alopecia, anaemia, anxiety, chlamydial infection, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: essure insertion procedure - the left and the right tubes were both visualized. The left tube was cannulated with hysteroscopic essure catheter and with 4 seen after deployment. The right tube was unable to cannulate. This placed as opposed to the left tube laterally. There was a lot of thickened endometrium which was curetted and sent to pathology. The biopsy was sent for pathology. Hysteroscopic removal of yellow mass from the endometrial cavity and the procedure was essure placement of left tube. Additional linked pregnancy cases - (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: occluded on the left side but not on the right. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  pregnant with essure, menorrhagia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: case was upgraded to serious incident. Essure removal surgery and date was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and pregnancy with contraceptive device ('post implant pregnancy') in a 31-year-old female patient who had essure (ess205) (batch no. 581531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multiparous, multi gravida and multiparous (((B)(6) 1996, (B)(6) 2001, (B)(6) 2002, (B)(6) 2004, (B)(6) 2005, (B)(6) 2006, (B)(6) 2006,(B)(6) 2015)). Concurrent conditions included bipolar disorder. Concomitant products included iron for anemia as well as ethinylestradiol;levonorgestrel (aviane) from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 4 years 7 months after insertion of essure (ess205). On (B)(6) 2013, the patient experienced menstrual disorder ("hormonal changes - menstrual problems"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced anaemia ("anemia"), chlamydial infection ("chlamydia") and vaginal infection ("vaginal infection"). In (B)(6) 2016, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). The patient was treated with bilateral removal of fallopin tubes. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and alopecia had resolved and the pregnancy with contraceptive device, menstrual disorder, anaemia, chlamydial infection, depression, anxiety and vaginal infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered alopecia, anaemia, anxiety, chlamydial infection, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: essure insertion procedure - the left and the right tubes were both visualized. The left tube was cannulated with hysteroscopic essure catheter and with 4 seen after deployment. The right tube was unable to cannulate. This placed as opposed to the left tube laterally. There was a lot of thickened endometrium which was curetted and sent to pathology. The biopsy was sent for pathology. Hysteroscopic removal of yellow mass from the endometrial cavity and the procedure was essure placement of left tube. Additional linked pregnancy cases - (B)(4), (B)(4)and (B)(4) treatment received for abnormal bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: occluded on the left side but not on the right. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  pregnant with essure, menorrhagia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events menorrhagia was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 31-year-old female patient who had essure (ess205) (batch no. 581531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multiparous, multi gravida and multiparous (((B)(6) 1996, (B)(6) 2001, (B)(6) 2002, (B)(6) 2004, (B)(6) 2005, (B)(6) 2006, (B)(6) 2006, (B)(6) 2015)). Concurrent conditions included bipolar disorder. Concomitant products included iron for anemia as well as ethinylestradiol;levonorgestrel (aviane) from february 2013 to may 2013. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 4 years 7 months after insertion of essure (ess205). On (B)(6) 2013, the patient experienced menstrual disorder ("hormonal changes - menstrual problems"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced anaemia ("anemia"), chlamydial infection ("chlamydia") and vaginal infection ("vaginal infection"). In (B)(6) 2016, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). The patient was treated with bilateral removal of fallopian tubes. Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and alopecia had resolved and the pregnancy with contraceptive device, menstrual disorder, anaemia, chlamydial infection, depression, anxiety and vaginal infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered alopecia, anaemia, anxiety, chlamydial infection, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: essure insertion procedure - the left and the right tubes were both visualized. The left tube was cannulated with hysteroscopic essure catheter and with 4 seen after deployment. The right tube was unable to cannulate. This placed as opposed to the left tube laterally. There was a lot of thickened endometrium which was curetted and sent to pathology. The biopsy was sent for pathology. Hysteroscopic removal of yellow mass from the endometrial cavity and the procedure was essure placement of left tube. Additional linked pregnancy cases - (B)(4). Treatment received for abnormal bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: occluded on the left side but not on the right. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  pregnant with essure, menorrhagia and dysmenorrhea lot number: 581531, manufacturing date: 2005-11, expiration date: 2007-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality-safety evaluation of product technical complaint. Event of pregnancy with contraceptive device downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.